Event description:
New information indicated the patient was stable.

Event description:
It was reported that the patient presented in clinic for routine follow-up and upon interrogation, the ventricular lead exhibited high impedance. No intervention was reported and the patient was in normal condition.

Manufacturer narrative:
(B)(4).